Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "couple weeks ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 60 minutes¿ error message while wearing the adc freestyle libre 2 sensor. The customer experienced symptoms described as ¿angry, blurry vision, and headache¿, and she self-treated (unspecified). The customer further reported going to the hospital and required a medical event however, no additional information. There was no report of death or permanent impairment associated with this event. Needed to go to the hospital.